Event description:
It was reported that the telemetered battery voltage was 2.43 v but battery voltage measurements from device performance data showed 2.76 v - 2.90 v for past 2 weeks. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.43v and the daily measurement was 2.78v.